Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) exhibited inappropriate alerts, two separate atrial tachycardia episodes seen as a ventricular tachycardia (vt). It was also reported that the patient experienced arrhythmia, ventricular tachycardia and atrial tachycardia. No intervention was performed, no action required. The ipg remains in use, and no patient complications have been reported as a result of this event. The patient is a participant in the panorama ii clinical study.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, electrogram (egm) show episodes recorded of apparent supraventricular tachycardia-sinus tachycardia that were classified as ventricular tachycardia-non-sustained.

Event description:
It was further reported that the two alerts were indicated as ventricular tachycardia, that was a supra ventricular tachycardia (svt) seen as a vt by programmer, and ventricular tachycardia seen as a supra ventricular tachycardia (svt).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.